Event description:
The customer's mother reported that the customer was vomiting. She stated that the cannula had dislodged from the insertion site, and thinks that the pod was disturbed during hockey practice. She also said the pod was hard to fill with insulin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.